Manufacturer narrative:
The pod arrived fully deployed. Corrosion was observed on the pcb. Battery voltages were low. A tear was observed on the internal portion of the soft cannula, from which fluid was observed to leak. The internal tear is confirmed as the cause of the observed corrosion and low battery voltages. Pcb prevented the retrieval of download data. As such, the presence of an alarm could not be determined. It could not be determined if the observed internal leak is in any way linked to the reported event.

Event description:
It was reported the patient's blood glucose level rose to 449 mg/dl while wearing the pod for an unknown amount of time. Treatment information was not provided. The device was originally reported for automated delivery restriction alarm.